Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, infection, open wound, multiple draining areas, mesh eroding from midline with foul smell, sepsis, putrid foul odor with greenish discoloration, and hole in transverse colon leaking succus onto mesh. Post-operative patient treatment included revision surgery, exploratory laparotomy, removal of infected mesh, placement of wound vac, and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, infection, and open wound. Post-operative patient treatment included revision surgery, exploratory laparotomy, removal of infected mesh, placement of wound vac, and lysis of adhesions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, infection, open wound, multiple draining areas, mesh eroding from midline with foul smell, sepsis, putrid foul odor with greenish discoloration, hole in transverse colon leaking succusonto mesh, pain, diarrhea, depression, tenderness in stomach. Post-operative patient treatment included revision surgery, exploratory laparotomy, removal of infected mesh, placement of wound vac, lysis of adhesions, medication.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, d6a, d8, e1, g1, h4, h6 (ime, imf, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (removed f1905) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an exploratory laparotomy with lysis of adhesions. He had revision surgery 2 years and 1 month post-surgery. The patient underwent repair of recurrent abdominal wall incisional hernia with mesh. The patient experienced adhesions.